Event description:
It was reported that a patient underwent an orthopedic salvage knee prosthesis implantation on an unknown date. Subsequently, the patient underwent revision surgery on an unknown timeframe post-implantation for unknown reasons. Due diligence is in process for this complaint; to date no further information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: unknown orthopedic salvage system long non-modular tibial component: catalog#ni, lot#ni; unknown orthopedic salvage system reinforced yoke: catalog#ni, lot#ni; unknown orthopedic salvage system tibial bushing: catalog#ni, lot#ni; unknown orthopedic salvage system tibial bearing: catalog#ni, lot#ni; unknown orthopedic salvage system femoral bushings: catalog#ni, lot#ni; unknown orthopedic salvage system axle: catalog#ni, lot#ni; unknown orthopedic salvage system lock pin: catalog#ni, lot#ni; unknown orthopedic salvage system distal femoral component: catalog#ni, lot#ni. Multiple MDR reports have been filed for this event. Please see associated reports: 0001825034-2023-01471; 0001825034-2023-01472; 0001825034-2023-01473; 0001825034-2023-01474; 0001825034-2023-01475; 0001825034-2023-01476; 0001825034-2023-01477; 0001825034-2023-01478. Due diligence is in progress to determine whether the device is available for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device and the lot number of the device was not provided; therefore, a review of the device history records was not performed. During the investigation process a review of the sterile certifications were not reviewed, as no product lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. All products manufactured follow appropriate standards, and the reported infection occurred > 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection. Investigation results concluded that the root cause of the reported event is attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a1; a2; b4; b5; b7; d1; d2; d4; d6a; d10; g4; h2; h3; h6; h10. D10: medical product: oss tibial poly bearing 16mm: catalog#150412, lot#ni; oss axle: catalog#150480, lot#ni; oss poly lock pin: catalog#150478, lot#ni; oss poly tibial bushing: catalog#150476, lot#ni; oss poly femoral bushings: catalog#150477, lot#ni; oss reinforced yoke: catalog#150493, lot#ni; oss non-mod tib plate long 63: catalog#150419, lot#ni; oss tib blk aug 10x63/67 univ: catalog#150426, lot#ni, qty#2; oss cemented im stem 13x150: catalog#150367, lot#ni; oss 8.5cm seg ellipt fmrl-rt: catalog#150495, lot#ni; oss 3cm ellip diaphyseal seg: catalog#150461, lot#ni. The product will not be returning to zimmer biomet for evaluation as the product has been discarded. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that a patient underwent an orthopedic salvage knee prosthesis implantation. Subsequently, eleven (11) months post-implantation, the patient underwent revision surgery of the collared stem due to infection. Due diligence is in progress for this event, to date no further information has been reported.